Event description:
An attorney representing the pt sent a letter alleging that the pt suffered damages as a result of a defective intraocular lens. A review of the medical records reveals that on the first postoperative day, the surgeon noted some mild corneal edema. The corneal edema resolved and the pt had a uneventful postoperative course. During their most recent examination (2004), the pt's best corrected visual acuity od was 20/20-1. The pt complained of blurred vision ou (os>od) and reported that day and night vision was decreasing. They exhibited some redness and irritation and continues to complain of dry eyes. When they use artificial tears, the pt states everything is blurred out.